Manufacturer narrative:
(B)(4). The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms on the atrial channel. A revision procedure was performed and the system was removed from service and replaced. No adverse patient effects were reported.